Event description:
It was reported that while placing the bravo ph monitor the capsule did not attach to the patient's esophagus. No serious injury to the patient was reported.

Manufacturer narrative:
.